Event description:
The complainant reported an 86-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During insertion of a 12 fr dilator for impella implant, it was noted that a vascular dissection had occurred. It was specified that once the dilator was inserted, it appeared as if the dilator would not advance. Further evaluation discovered that the dilator was in a different plain for the artery. The dilator was removed and a balloon tamponade was implemented via an inserted sheath. A covered stent was then deployed to treat the dissection. The impella sheath was subsequently placed without further issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, vascular dissection is a known potential adverse event associated with impella support: "cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
Survival outcome at explanted noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.